Event description:
It was reported that the right ventricular (rv) lead experienced a polarity switch due to high impedance. There were also high thresholds, undersensing of r waves, and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).